Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on (B)(6) 2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76.inlet water temperature sensor out of range. The double bend tube expanded and chiller evaporator l tube expanded. Circulation pump tube were expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t3 thermistor. The device was evaluated upon receipt. Intermittent alarm 76 pops up when powering on the device, the issue root cause is (t3) harness tear. The photo sample confirms the tear in the t3 thermistor wire. Manifold harness was replaced. The console passed all testing along the electrical safety test, completed the final inspection and the console is now ready for used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on 13nov2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76. Inlet water temperature sensor out of range. The double bend tube expanded and chiller evaporator l tube expanded. Circulation pump tube were expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t3 thermistor. The device was evaluated upon receipt. Intermittent alarm 76 pops up when powering on the device, the issue root cause is (t3) harness tear. The photo sample confirms the tear in the t3 thermistor wire. Manifold harness was replaced. The console passed all testing along the electrical safety test, completed the final inspection and the console is now ready for used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on 13nov2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76.inlet water temperature sensor out of range. The double bend tube expanded and chiller evaporator l tube expanded. Circulation pump tube were expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.